Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, patient death occurred. The 90% stenosed and 26mm long target lesion was located in the ramus with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.5x32mm taxus element stent, resulting in 0% residual stenosis. (B)(6) 2011 - the patient was admitted to the hospital with acute renal failure and later expired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combinaiton product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was further reported that the patient's cause of death was "acute renal failure".